Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During remote follow up, decreased pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. Insulation damage was suspected but not confirmed. The rv lead was explanted and replaced. The patient was stable.